Event description:
Reportedly, when an attempt was made to defibrillate the patient with the device, a connect electrodes prompt was observed. An AED which was on scene was immediately used to defibrillate the patient through the same pre-applied combination electrodes. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the reported discrepancy, based upon the timely use of the AED and a lack of patient viability.